Event description:
Resident was sliding out of her wheelchair. S-vest restraint was tight against her neck. Resident;s face and hands were purple. The restraint had to be cut to remove it from the resident. The restraint was applied incorrectly and the resident was in a rayon fabric hoyer sling which contributed to her sliding down in the wheelchair. The prevent reoccurrence, staff was inserviced re: correct application of the restratint. Additionally, a non-skid pad will be utilized in the wheelchair and mesh fabric hoyer sling to prenent slipping.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, other, misapplication of device. Conclusion: device discarded - unable to follow-up, there was no device failure, user error caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, inserviced by other facility staff. The device was destroyed/disposed of.